Manufacturer narrative:
(B)(6).

Event description:
It was reported the fast fix t2 did not trigger.

Manufacturer narrative:
No evaluation conducted to date due to no product being available for return. Examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.